Manufacturer narrative:
One sample was received without the pouch. A visual inspection noted extra sheeting on the welded cassette. An underwater pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette. This was detected by the patient at home before the treatment. The patient replaced the cassette with a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.